Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the patient experienced palpitations. The device had slightly migrated. Subsequently, under fluoroscopy the device was found to have migrated significantly. A new pocket was created. The device was rinsed with antibiotics and re-implanted into the newer pocket. The device was reprogrammed.